Event description:
The customer reported an axsym beta human chorionic gonadotropin result of <o.5 mlu/ml on 08/13/2000. The sample was retested on 08/15/2000 yielding a result of 55 miu/ml. The customer was contacted by the physician regarding the results. There is no report of impact to pt management.